Event description:
It was reported that the customer had a high blood glucose level but not hospitalized. The customer's blood glucose level was 287 mg/dl. The customer was treated with pen and the insulin pump. The customer does not want to go through troubleshooting again and requested that we just replace the insulin pump. The customer was that we will replaced the insulin pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.